Event description:
Per the clinic, the patient developed skin breakdown, exposing the implant leading to the decision to explant the device. Subsequently, the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.